Event description:
It was reported via phone call that the customer had blood glucose levels in the 30 mg/dl range. Treated with orange juice. The customer also mentioned that he was previously hospitalized for stomach bloating due to the clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.